Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) message was displayed on the screen stating that a maintenance consideration was required. After checking the help screen for the maintenance consideration response, they received a message to replace the device with another device if possible and then replaced it with another device. There was no patient harm reported.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h11. Corrected fields; d4(UDI). A getinge field service engineer (fse) evaluated the unit and confirmed the reported issue. Fse replaced the video generator board and executive processor board to resolve the issue. After replacement regular inspection was performed based on the regular inspection record sheet and the results were good. There was a patient involvement but no damage to the patient's health.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (investigation conclusions), h11. Parts were received with a reported failure of a maintenance required message. The fat performed a visual inspection and found the parts to be in good condition. The fat installed both parts jointly and individually in cardiosave test fixture and tested the part to factory specifications . Both boards passed testing. No failures confirmed. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. As. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.